Event description:
A voluntary medwatch report indicated that on (B)(6) 2011 the fiber for the laser had a metal tip on the end of the fiber. The physician noted the metal tip broke off of the fiber outside of the pt during cleaning of the fiber. The fiber tip broke off midway through the procedure. The metal tip was flushed and found in the uro catch. Additional info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, nothing unusual was noted prior to the fiber tip breaking off. No error codes were displayed on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from use of the laser during the procedure.

Manufacturer narrative:
A voluntary medwatch report was received on 11/01/2011. Serious (important medical events) was inadvertently checked since no adverse event occurred from the event. Only a device malfunction occurred from the event. Is this a single-use device that was reprocessed and reused on a pt? Was inadvertently checked yes since the fiber is a single use device and cannot be reprocessed or reused on a pt. Followed up with the customer to confirm the answer. Awaiting confirmation from the customer.